Event description:
Pt was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2011. On (B)(6) 2011, the pt was enrolled in the (B)(4) study and on (B)(6) 2011, he was switched from css console #(B)(4) to freedom driver #(B)(4). Customer reported that on (B)(6) 2011, he observed that the spring in the quick connector of the tah-t left cannula was displaced. The customer further reported that there is no adverse impact on the pt. The quick connector will be replaced when the pt's driver is switched, and the quick connector will be sent to syncardia for eval. The results of the eval will be provided in a supplemental MDR. This failure mode poses a low risk to the pt, because it does not prevent the tah-t system from performing its life-sustaining functions. While it can be difficult to depress the push button to release the quick connectors when the spring is not seated correctly, it is possible to disconnect them by using additional force.